Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the 200-300 range, the highest being 373 mg/dl. Elevated bgs were treated by administering boluses. System check was performed with tandem technical support and no issues were found, however it was determined that the customer was changing out the cartridge every 4 days, instead of every 48 hours as recommended for use with humalog. The customer was advised about labeling. Recommendation was made that the customer review pump settings with their healthcare provider.